Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter. During the procedure using a qdot micro catheter, after the right pulmonary vein (pv) ablation, char was attached to the proximal side, locally and after the left pv ablation, char was attached to the proximal side, locally. The right pv was ablated at 90w from bottom to posterior carina and from roof to anterior carina (total 10 times ablation). The left pv was ablated at 70w at superior vena cava (svc) and there was no char attached. After ablation of the right pv and also after ablation of left pv, the thrombus was wiped off and the procedure was continued. The description of health problem was char / thrombus. The bwi product analysis lab received the device for evaluation on 04-mar-2024. The device evaluation was completed on 07-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no char/thrombus/clot residues attached. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, a patency test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and a thrombus issue occurred. During the procedure using a qdot micro catheter, after the right pulmonary vein (pv) ablation, char was attached to the proximal side, locally and after the left pv ablation, char was attached to the proximal side, locally. The right pv was ablated at 90w from bottom to posterior carina and from roof to anterior carina (total 10 times ablation). The left pv was ablated at 70w at superior vena cava (svc) and there was no char attached. After ablation of the right pv and also after ablation of left pv, the thrombus was wiped off and the procedure was continued. The description of health problem was char / thrombus. Physician assessment of the health hazard was non serious (moderate / minor). Anticoagulation was used. No problem with the changeover between low/high flow. Visitag parameters were respiration filter was present, maximum range was 2mm, minimum time 3 sec., and coloring was impedance drop. The method of cf monitoring was real time graph, dashboard, vector, visitag. Pre/post setting time were pre: 2sec and post ; 4sec. Target temperature 55¿. The temperature displayed by ngen or bull's eye before or without ablating was around 36¿. Base impedance was 100 ohm. Just before right ablation was 104 ohm. Just before left ablation was 102 ohm. The indifferent electrodes were attached to the patient¿s waist. The reported issue was assessed as MDR reportable for a thrombus issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001507936